Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). This report is for unknown less invasive stabilization system-distal femur(liss plate&screws)) /unknown quantity/unknown lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article krettek, c., gerich, t. And miclau, t. A minimally invasive medial approach for proximal tibial fractures. Injury, int. J. Care injured, 32 (2001), s-a4-13. The purpose of this paper is to describe a technique for minimally invasive stabilization of the proximal tibia, including those with intraarticular extension, through a medial approach. From 1996 to 1998, six fractures in six patients (one woman and five men) were studied. Patient 2 who developed acute respiratory distress syndrome and died. Patient 4 had a four-part fracture with lateral comminution and a typically large, displaced and highly unstable postero-medical large fragment, which was reduced and buttressed with a short posteromedial 3.5mm small fragment plate. This patient developed a deep, intraarticular infection, which was successfully treated with irrigation and débridement, while the implants were left in place. Patient 5 had post-operative functional problems from contralateral side (floating knee, peroneal nerve lesion). A copy of the literature article is attached to this medwatch. This is report 2 of 2 for (B)(4).this report is for unknown less invasive stabilization system-distal femur (liss-plate&screws) and refers to patient 5 39m who had had post-operative functional problems from contralateral side (floating knee, peroneal nerve lesion).